Event description:
It was reported the customer had a sensor break. The customer stated the sensor break was from user error. Customer removed the inserter too early, causing the sensor to break. The customer's blood glucose was unknown. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).